Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event of patient experiencing shocking sensations and inadequate stimulation was not confirmed. A labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs).

Event description:
It was reported that the patient was experiencing shocking sensation and inadequate stimulation. The patient underwent a procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.

Event description:
It was reported that the patient was experiencing shocking sensation and inadequate stimulation. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced and lead repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7073637.